Manufacturer narrative:
On (B)(4), 2011: this event concerns a device that was manufactured and used outside the unites states. Analysis is pending. Because the device is not returned for analysis (still implanted), no final conclusion can be drawn.

Event description:
Reportedly, on (B)(6) 2011 follow-up, the physician observed a warning message stating that the defibrillation system is ineffective. However on (B)(6) 2011, (last delivered shock), the 0j energy shock (despite a programming at 34j) reduced the ventricular arrhythmia. The physician asked for an analysis of the episode corresponding to the last delivered shock. It should be noted that: the same behavior was observed one week after the implantation during induction test (on (B)(6) 2006). Recommendations were provided at that time (refer to analysis report no. (B)(4)); no re-intervention was performed based on the physician's decision. The current clinical status of the pt worsened and the pt undergoes radiotherapy.